Manufacturer narrative:
Product ID: 3877-45, lot# b0868021k, implanted: (B)(6) 2008, product type: lead. Product ID: 747240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported the patient had high impedances present at follow-up on 0, 1, 2, and 3. There were no known symptoms. It was unclear what was meant by ¿changing stimulation program¿ however they did indicate they reprogrammed as an intervention. It was unknown if the event was related to the stimulator, procedure, lead, and extensions. The event was not related to the programming/stimulation. The patient was alive with injury. The event was unresolved with no further action planned. If additional information on outcome is received a follow-up report will be sent.